Event description:
It was reported that a patient underwent a cholecystectomy on an unknown date and an absorbable hemostatic agent was used. The hemostatic agent was left insitu. On CT imaging it appeared as an abscess or air embolism. The was successfully reoperated on to remove the hemostatic agent. Additional information has been requested.

Manufacturer narrative:
(B)(4). Not absorbed after operation. Conclusion: user error may have contributed to the event. According to the information for use, although surgicel absorbable hemostat may be left in situ when necessary, it is advisable to remove it once hemostasis is achieved.